Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the trocar could not be removed after the needle had been placed in the patient (child). The patient's condition was critical and the ez-io needle insertion was able to be completed by an advanced neonatal nurse practitioner. However, the child died. The senior resuscitation officer and the nurse practitioner stated that the death was not a result of the incident.

Manufacturer narrative:
(B)(4). Additional information: complaint verification could not be performed because no sample was returned for evaluation. A review of manufacturing records was conducted with no relevant findings. Therefore, the complaint could not be verified or confirmed and a root cause could not be determined with confidence. No further action will be taken at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the trocar could not be removed after the needle had been placed in the patient (child). The patient's condition was critical and the ez-io needle insertion was able to be completed by an advanced neonatal nurse practitioner. However, the child died. The (B)(6) and the (B)(6) stated that the death was not a result of the incident.